Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of a broken connector, both output connectors were broken. It was additionally noted that the lower portion of the liquid crystal display was dark, the lower case was contaminated on the outside with adhesive, the hanger was broken, the keypad window was scratched and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.